Event description:
A temperature alarm 11 was reported by the customer. Blood glucose levels did not exceed 500 mg/dl and remained within a safe range. The customer was unable to clear the alarm, so a replacement pump was provided by technical support, and they temporarily used an insulin pen as a backup.